Manufacturer narrative:
Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: information unknown/not provided. If implanted, give date: lens was not implanted. If explanted, give date: lens was not implanted, therefore not explanted. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. It was indicated that after hydrating the lens and wait until they could use it, when pushing the plunger, they felt that the lens was stuck in the middle of the injector. The account removed the plunger, re-hydrated, waited and they pushed again. When advancing again, they saw how the tip of the plunger broke the lens. There was no contact with the patient's eye as this was done under the microscope but without patient contact. Another lens was implanted and patient is in perfect conditions and happy with the surgery. No further information has been provided.